Manufacturer narrative:
One 14f guidestar steerable guiding sheath was returned with the dilator. There were no other accessories. Blood was found on and inside the sheath and dilator. According to the event description summary, the dilator tip was damaged and the hemostatic valve became damaged resulting in leakage. Upon evaluation of the returned dilator, it was found that the distal tip looked like it had sustained impact damage. It is possible that the device was advanced through an area of resistance and/or tortuous anatomy. Upon evaluation of the returned sheath, it was observed that the hemostatic valve was torn. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath exhibited leakage from the valve almost immediately when tested using this method. Pulling out the damaged dilator likely tore the valve resulting in leakage. Returned device analysis revealed the sheath and dilator were within manufacturing specifications. There was a tear in the hemostatic valve that caused the sheath to leak and fail the manual leak test. The sheaths are leak tested 100% by manufacturing and observed by qa at an aql level in-process, prior to shipping to the customer. The distal tip of the dilator looked as if it had sustained impact damage either through patient anatomy or unusual stresses. The tips of the dilators are inspected 100% during the packaging procedure and clearance verification through the dilator is conducted priorto packaging. No manufacturing rejects or anomalies of this type were recorded in the device history record. The sheath and dilator passed all in-process and qa final inspection steps before shipping to the customer, including visual, dimensional and mechanical tests. No manufacturing defects were found. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Per manufacturing procedure non-peelable sheath final assembly: assembling the cap and seal visually inspect seals 100% before use. Carefully inspect seals to ensure that the helical center cut is present before assembly. Do not pull, bend or separate seals during inspection. If the seal is not properly cut, reject the seal and do not use for assembly. Notify the appropriate manufacturing supervisor before proceeding. Per procedure destino steerable guiding sheath in-process and final inspection: the leak test is performed according to procedure based on available leak tester. The leak test is performed by manufacturing personnel 100% and is observed by quality assurance personnel at an aql level. Per qa procedure destino dilator in-process and final inspection tipping sample size: inspect 100% first 5 and last 5 properly tipped dilators. Under 10x magnification, verify the tip is round, no flash, no discoloration or other damages. Insert 0.038" guidewire into dilator through the tip for clearance verification. Per packaging procedure destino steerable guiding sheath and dilator packaging sample size 100% prior to packaging the product in the tray, inspect product, both sheath and dilator for any damages and make sure the product is free of any loose fm, kinks, damaged tips, etc. Clean stream or deionized air may be used to remove the loose fm. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted when investigation has been completed. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Sheath was used as normal during heliostar case. On removal of dilator ( after transeptal, jagged edge was noted on end of dilator) . This small piece then came off ( see pick). As dilator was removed from sheath, valve was damaged, resulting in blood leaking from valve. No long term consequences. No harm to patient. Case completed. No delay reported. Obese patient , no other issues. No additional information available.